Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported (B)(6) the patient lost stimulation. An impedance check revealed high impedances. As a result, the patient's lead was explanted and replaced on (B)(6) 2016. The issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patients medical history and is unable to form an opinion as to the relevancy of the patients history to the event reported. Sjm defers to the patients physician regarding medical history.